Event description:
It was reported that the patient presented in clinic for the follow up. Interrogation of the pacemaker showed the intermittent atrial loss of capture. No intervention was performed. The patient was stable throughout.

Event description:
New information noted that the programming changes were made.